Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on october 24, 2017.

Event description:
Per the clinic, the patient experienced poor performance, tinnitus and a lack of clinical benefit with device use; however the issue could not be resolved. The implanted device remains. The recipient will continue to be monitored by the health care provider.